Event description:
Hypotension, tachycardia upon administration of heparin during photopheresis; transient. Dose or amount: 10,000 usp units, frequency: 1, route: IV. Dates of use: one day in 2008. Event abated after use stopped or dose reduced? Yes. Diagnosis or reason for use: anticoagulation for extracorporeal photopheresis.